Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported not getting a battery charging indicator light. No patient harm reported.